Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2013. They underwent left knee revision on (B)(6) 2020, approximately 6 years 11 months after their initial implantation. The patient claims to have suffered pain and instability in his left knee for a period of time prior to his revision. During the revision procedure, the surgeon encountered osteolysis, severe synovitis, and a grossly loose femur. There is no other patient demographic or medical history available. There is no additional information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.